Manufacturer narrative:
Sections with additional information as of (B)(6) 2020 h6: updated FDA's conclusion codes h10: complaint product was not returned for investigation, product lot number provided expired, unable to perform retention testing, updated most likely underlying root cause from mlc-62: user had poor technique to mlc-18: user has high glucose value.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. Undisclosed caller is calling on behalf of the customer. At the time of the call the customer reported feeling weak and tired. Caller stated they were going to seek medical intervention for the customer. Caller did not provide meter or test strip information. No further information was able to be obtained.